Event description:
A malfunction was reported as the pump completely failed. There was no adverse impact to the customer's blood glucose level. The customer decided to revert to multiple daily injections until a new pump could be obtained through insurance and declined further assistance from technical support.